Event description:
As reported, during a lower leg angiogram, the hub of a cxi support catheter separated as the user attempted to cross a lesion. Upon return and initial evaluation of the device, the shaft of the catheter was noted to be separated below the hub. Access was obtained in the left groin to target the superficial femoral and popliteal arteries. The anatomy was tortuous. The hydrophilic coating was activated prior to use of the device. The procedure was successfully completed using other catheters. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Occupation: cath lab manager. Device evaluated by mfg: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a lower leg angiogram, the hub of a cxi support catheter separated as the user attempted to cross a lesion. Upon return and initial evaluation of the device, the shaft of the catheter was noted to be separated below the hub. Access was obtained in the left groin to target the superficial femoral and popliteal arteries. The anatomy was tortuous. The hydrophilic coating was activated prior to use of the device. The procedure was successfully completed using other catheters. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Correction: b5 investigation evaluation: reviews of the complaint history, drawings, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the returned device was also conducted. The customer did not provide the lot number for the complaint device. A device history record could not be conducted. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions catheter manipulation should only occur under fluoroscopy. The catheter should not be advanced into a vessel having a reference vessel diameter smaller than the catheter outer diameter. The catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction. How supplied store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Cook concluded that patient anatomy contributed to this incident. The user reported that while attempting to cross the lesion with tortuosity the catheter separated which likely caused this failure mode. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that this failure mode occurred during the same procedure as an event reported under MDR #: 1820334-2021-02727.